Event description:
Note: this report pertains to the second of two autotome rx 44 devices used during the same procedure. It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. A second autotome rx 44 was used and the same problem occurred. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a third autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was not broken; however, it was found that the cutting wire was bent, and the working length was bent 43cm from the distal tip. No other problems with the device were noted. The reported event of wire break was not confirmed. Upon analysis of the returned device, it was found that the cutting wire and the working length were bent. Based on the available information, the problems found could have been generated by the manipulation of the device during the procedure or the technique used during introduction of the device into the endoscope. Based on all gathered information, the investigation determined that the most probable root cause for the reported event of cutting wire break is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two autotome rx 44 devices used during the same procedure. It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. A second autotome rx 44 was used and the same problem occurred. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a third autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.